Manufacturer narrative:
1. No defective sample and photo have been received, and based on the information available, it is hard to figure out where the indwelling needle is broken. 2. DHR/bhr review(lot#2314754): 1) this batch of products were assembled at intima ii auto line 3 in november 2022, and packaged at r240 package line in november 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the broken state of the complained sample cannot be identified, the root cause of the defect cannot be determined. The plant will continue to follow up the complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter broke / separated after placement. The following information was provided by the initial reporter; the patient was given rehydration therapy on november 15 as prescribed by the physician, and the indwelling needle was found to be broken during infusion, and the patient was given rehydration therapy by replacing the indwelling needle immediately.